Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that a patient presented with postoperative uveitis after viscoelastic product was used during the procedure. Additional information has been requested.

Manufacturer narrative:
All batches are released according to the required specifications and all initial testing results are within specification; all testing results were within specification for this batch. Four unopened, slightly damaged cartons containing unopened blisters and leaflet were received. The samples were not refrigerated. Our lab has tested the returned samples and all results on the complaint samples are conform the specifications for the tested parameters. As the returned samples were conforming and all initial testing results are within specification, a conclusive root cause could not be determined. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. (B)(4).